Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the force bipolar instrument with dual grip had detached from its shaft. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the force bipolar instrument to perform failure analysis. A return material authorization (RMA) was not issued for return. The probable root cause cannot be determined based on the information provided. Since the product was not returned, the reported event was unable to be confirmed or replicated. This issue can be resolved by using an alternate instrument to complete the procedure.